Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation and having textured implants. Device remains implanted.